Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings & component codes, investigation conclusions), h10, h11. Additional information: e1(event site postal code - (B)(6) & event site state (B)(6)). Corrected fields: d5, e2, e3, g2. It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries not charging. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the power management board. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
It was reported that during the service, the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient involved

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: b5, h6(health effect ¿ clinical code & health effect ¿ impact codes).

Manufacturer narrative:
Corrected data: b5. Updated data: b4, e1 (initial reporter and email), e2, e3, g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during the service, the cardiosave intra-aortic balloon pump (iabp) batteries were not charging.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)